Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from (B)(6) 2022. The lowest bg level reported was 52 mg/dl, and the cause was not known. Customer consumed carbohydrates to address bg but reported there was no response to treatment with carbohydrates on (B)(6) 2022. Tandem technical support determined the pump was functioning as intended. No additional patient or event information was available.